Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13g24109 and h13h17028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Event date: the peritonitis was reported to have occurred on an unknown date in (B)(6) 2013. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same pt as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with vancomycin and gentamycin ip (dose unknown) for peritonitis. At the time of this report, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 1 of 3 involved in this peritonitis event.